Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and he r/l pulley wires fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the objective lens unit fluid damage, the lcb distal cover glass fluid damage, the insertion flexible tube (ift) coating damage, the insertion flexible tube (ift) compressed, the segment corroded, the forward body frame corroded, the operation channel leak, the objective lens unit scratched, the objective lens unit dirty, the lcb distal cover glass dirty, the lg prong top loosened, the bending rubber worn out, the insertion flexible tube (ift) worn out, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.